Event description:
Caller reported that cartridge alarm 20 occurred during pumping. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support confirmed previous cartridge alarms with consecutive cartridges and decided to replace the pump. The customer will use multiple daily injections as backup therapy to ensure continuous insulin delivery. A replacement pump with updated software was sent, and the customer was instructed to return the problematic pump using a prepaid label within 10 days. Training for the new pump will be available through the customer's tandem source account.